Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
(B)(6) (wife) calling states that customer meter is giving erratic blood test. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100 mg/dl-150 mg/dl fasting. Verified the strips expire 8/21/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 130 mg/dl and 164 mg/dl not fasting. Reviewed meter memory: at 105 mg/dl, (B)(6) 2016 02:57:00 pm, fasting:no; 156 mg/dl, (B)(6) 2016 10:34:00 am, fasting:yes; 57 mg/dl, (B)(6) 2016 11:45:00 pm, fasting:yes; 74 mg/dl, (B)(6) 2016 08:56:00 pm, fasting:no; 210 mg/dl, (B)(6) 2016 05:36:00 pm, fasting:no. Customer is concern with the blood results obtained on (B)(6) 2016 at 5:45 pm of 246 mg/dl at 5:45 pm of 220 mg/dl and at 5:46 pm of 201 mg/dl. Customer is getting results running back to back test with 40 mg/dl-50 mg/dl difference compared to expected it. This same difference is observed on testing in other finger. Customer does not test glucose level regularly.